Event description:
Philips received a complaint about the v60 ventilator indicating that the device was not receiving oxygen. The device was in clinical use at the time of the reported event. There was no patient or user harmed. The investigation is ongoing.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17219.

Manufacturer narrative:
The customer replaced the da pcb to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.